Manufacturer narrative:
One opened/used enlite sensor was visual inspected and it was noted the sensor cannula broken. The broken part is still in cannula tubing, unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, she was having issues with the sensor. Customer's blood glucose was 130 mg/dl. Customer stated she was waiting for the device to alarm meter blood glucose now and instead the device alarmed lost sensor. Troubleshooting was performed and the customer was advised the sensor needed to be replaced. Customer was unable to remove the sensor at the time of the call. Customer agreed to return the device for analysis.